Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt) has been confirmed. Upon investigation the electrode belt failed a falloff test. The cause for the failure was isolated to an pinched (+5v) line in the ECG "c" and "d" cable. The root cause for the pinched line was unable to be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.